Manufacturer narrative:
Correction: b5 (added that it occurred during setup). The device was returned to olympus for inspection and the reported failure was confirmed. The cable unit was found to be damaged. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that this event during setup.

Event description:
It was reported the camera head had cable sheath damage and there were several areas where the metal was exposed. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.